Event description:
Philips received a complaint on the v60 indicating that the liquid crystal display (lcd) panel was dim. It was reported that there was no patient involvement at the time the issue was discovered. The service engineer found that the liquid crystal display (lcd) panel was dim and had over 36,500 hours of usage while evaluating the device at bench repair. The service engineer recommended a replacement lcd for repair. The investigation is ongoing.

Manufacturer narrative:
The device was previously sent to bench for repair. At bench, the service engineer found that the liquid crystal display (lcd) panel was dim and had over 36,500 hours of usage while evaluating the device. The service engineer recommended a replacement lcd for repair and ultimately ordered the second-generation lcd assembly, second-generation lcd cable, user interface (ui) pcba to lcd cable, second-generation ui printed circuit board assembly (pcba), and second-generation lcd tray. Upon receiving the new parts, the service engineer performed the replacements and verified that the issue was resolved. The investigation concludes that no further action is required at this time.